Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". "Contraindications: the invisalign system is contraindicated for use in patients with active periodontal disease." Align's clinical review of available records shows that the patient had bone loss, preexisting restorations, preexisting cavities on the ll5 and on ul7, and missing teeth. The patient required tooth extractions (permanent impairment of body structures), and the invisalign system aligners were being used, and therefore this event is being filed as an MDR per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extractions, and the date (b3) is based on the timelines reported to align and compared to the patient information.

Event description:
The patient reported that a lower tooth was loose during treatment, cavities developing after starting treatment, two teeth requiring extraction, and 5 implants needed. The treating doctor reported that the patient required the extraction of two teeth (unspecified tooth numbers). No additional information is available at this time.